Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('the right essure further inserted in uterus endometrium, 13 mm') and device expulsion ('the right essure further inserted in uterus endometrium, 13 mm') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant medical and surgical history. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced hot flush ("hot flushes") and anxiety ("anxiety attacks"), 2 years 8 months after insertion of essure. On (B)(6) 2012, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2012, the patient experienced menstruation irregular ("irregular menstrual cycle"). On (B)(6) 2013, the patient experienced back pain ("acute pain on lumbar area on both sides, irradiating to left abdomen"). On (B)(6) 2013, the patient experienced cystitis ("acute cystitis"). On (B)(6) 2013, the patient experienced breast pain ("breast pain"). On (B)(6) 2013, the patient experienced breast cyst ("cyst in right and left breast"). On (B)(6) 2017, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced pruritus ("pruritus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), perforation ("organ perforation"), fibromyalgia ("fibromyalgia"), dermatitis allergic ("skin allergy"), mental disorder ("psychiatric attention") and blood loss anaemia ("anaemic metrorrhagia"). The patient was treated with surgery (hysterectomy and double salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, device expulsion, swelling, hypersensitivity, genital haemorrhage, perforation, fibromyalgia, dermatitis allergic, mental disorder, hot flush, anxiety, metrorrhagia, menstruation irregular, back pain, cystitis, breast pain, breast cyst, dyspepsia, abdominal pain, pruritus and blood loss anaemia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, breast cyst, breast pain, cystitis, dermatitis allergic, device expulsion, dyspepsia, embedded device, fibromyalgia, genital haemorrhage, hot flush, hypersensitivity, menstruation irregular, mental disorder, metrorrhagia, pelvic pain, perforation, pruritus and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: sensitisation to metals, especially molybdenum (weak to palladium and aluminium). Ultrasound breast - on (B)(6) 2013: two small cysts of around 4 mm in the outer quadrant region of the right breast and in the upper quadrant region of the left breast, with no evidence of other nodular lesions or other echogenicity abnormalities. Ultrasound scan - on (B)(6) 2010: uterus with normal morphology with intratubal devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), embedded device ("the right essure further inserted in uterus endometrium, 13 mm") and device expulsion ("the right essure further inserted in uterus endometrium, 13 mm") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3 and smoker. No relevant medical and surgical history. Previously administered products included: oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 980 days after essure insertion, she experienced hot flush ("hot flushes") and anxiety ("anxiety attacks"). On (B)(6) 2012 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2012 she experienced menstruation irregular ("irregular menstrual cycle"). On (B)(6) 2013 she experienced back pain ("acute pain on lumbar area on both sides, irradiating to left abdomen"). On (B)(6) 2013 she experienced cystitis ("acute cystitis"). On (B)(6) 2013 she experienced breast pain ("breast pain"). On (B)(6) 2013 she experienced breast cyst ("cyst in right and left breast"). On (B)(6) 2017 she experienced embedded device (seriousness criterion medically important) and device expulsion (seriousness criterion medically important). On (B)(6) 2019 she experienced dyspepsia ("dyspepsia"). On (B)(6) 2019 she experienced abdominal pain ("abdominal pain"). On (B)(6) 2019 she experienced pruritus ("pruritus"). Essure was removed on 26-aug-2019. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), perforation ("organ perforation"), fibromyalgia ("fibromyalgia"), dermatitis allergic ("skin allergy"), mental disorder ("psychiatric attention") and blood loss anaemia ("anaemic metrorrhagia"). The patient was treated with surgery (hysterectomy and double salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, breast cyst, breast pain, cystitis, dermatitis allergic, device expulsion, dyspepsia, embedded device, fibromyalgia, genital haemorrhage, hot flush, hypersensitivity, intermenstrual bleeding, menstruation irregular, mental disorder, pelvic pain, perforation, pruritus and swelling to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2019: sensitisation to metals, especially molybdenum (weak to palladium and aluminium) [hysterosalpingogram] on (B)(6) 2009: bilateral fallopian tube obstruction and filling defect in the uterine cavity [ultrasound breast] on (B)(6) 2013: two small cysts of around 4 mm in the outer quadrant region of the right breast and in the upper quadrant region of the left breast, with no evidence of other nodular lesions or other echogenicity abnormalities [ultrasound scan] on (B)(6) 2010: uterus with normal morphology with intratubal devices quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical history & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), embedded device ('the right essure further inserted in uterus endometrium, 13 mm') and device expulsion ('the right essure further inserted in uterus endometrium, 13 mm') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no relevant medical and surgical history. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, the patient experienced hot flush ("hot flushes") and anxiety ("anxiety attacks"), 2 years 8 months after insertion of essure. On (B)(6) 2012, the patient experienced metrorrhagia ("metrorrhagia"). On (B)(6) 2012, the patient experienced menstruation irregular ("irregular menstrual cycle"). On (B)(6) 2013, the patient experienced back pain ("acute pain on lumbar area on both sides, irradiating to left abdomen"). On (B)(6) 2013, the patient experienced cystitis ("acute cystitis"). On (B)(6) 2013, the patient experienced breast pain ("breast pain"). On (B)(6) 2013, the patient experienced breast cyst ("cyst in right and left breast"). On (B)(6) 2017, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). On (B)(6) 2019, the patient experienced dyspepsia ("dyspepsia"). On (B)(6) 2019, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced pruritus ("pruritus"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), perforation ("organ perforation"), fibromyalgia ("fibromyalgia"), dermatitis allergic ("skin allergy"), mental disorder ("psychiatric attention") and blood loss anaemia ("anaemic metrorrhagia"). The patient was treated with surgery (hysterectomy and double salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, embedded device, device expulsion, swelling, hypersensitivity, genital haemorrhage, perforation, fibromyalgia, dermatitis allergic, mental disorder, hot flush, anxiety, metrorrhagia, menstruation irregular, back pain, cystitis, breast pain, breast cyst, dyspepsia, abdominal pain, pruritus and blood loss anaemia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, blood loss anaemia, breast cyst, breast pain, cystitis, dermatitis allergic, device expulsion, dyspepsia, embedded device, fibromyalgia, genital haemorrhage, hot flush, hypersensitivity, menstruation irregular, mental disorder, metrorrhagia, pelvic pain, perforation, pruritus and swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: sensitisation to metals, especially molybdenum (weak to palladium and aluminium). Ultrasound breast - on (B)(6) 2013: two small cysts of around 4 mm in the outer quadrant region of the right breast and in the upper quadrant region of the left breast, with no evidence of other nodular lesions or other echogenicity abnormalities. Ultrasound scan - on (B)(6) 2010: uterus with normal morphology with intratubal devices. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.